Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. External insulation abrasion was noted at 43.2-43.4cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.